Manufacturer narrative:
Patient ID and weight were not available. Device information was not available. Device manufacture date was not available at the time of this report. The initial reporter declined to provide any additional information to allow for investigation or follow-up.

Event description:
A medtronic representative reported to medtronic that he received information on (B)(6)2011 from a physician regarding a possible adverse event in which a medtronic navigation device purportedly "fell" during a procedure and purportedly "blinded" a patient "in one eye." The physician who reported the possible adverse event to the medtronic representative stated that the case "happened somewhere in the midwest on christmas eve," but did not provide any further details regarding the possible adverse event. Additional requests from medtronic to provide further specific information, including exactly where the possible event may have occurred, what may have caused the medtronic navigation device to purportedly fall during the procedure, the identity of the attending physician, etc have gone unanswered.